Event description:
Field svs rep reported system analysis fault during preventative maintenance of device. Device was returned to MFR for further testing. Reported condition was duplicated. The device was repaired and proper operation confirmed.